Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to inspect the integrated multisensor technology (imt) diluent bottle, and it was discovered that the operator had erroneously placed reagent probe cleaner instead of imt diluent solution. Ccc instructed the customer to clean the imt stem, replace the imt diluent, prime, and replace the imt sensor. The customer ran quality controls and repeated patient samples, which then resulted within range. The cause of the discordant, falsely elevated na results is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.